Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon occurred due to the stress applied to the device. If additional information becomes available, this report will be supplemented.

Event description:
During reprocessing, the connector for connecting the washing tube and endoscope was broken. The user replaced the device with another device and completed the reprocessing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.